Event description:
It was reported, that during central processing. The prograsp forceps instrument had frayed cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive received the prograsp forceps associated with this complaint, and completed evaluation. Failure analysis found the primary failure of broken grip cable at the distal end. The instrument would not open and close properly; due to the broken grip cable. This type of failure is attributed to a component failure.